Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "does not turn on." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
((B)(4) 2013)-device evaluation: the usb cable and ac adapter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the usb cable and ac adapter passed testing, however the complaint was not reproducible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.